Event description:
The subject device was returned for analysis and it was discovered that the subject main coil prematurely detached/separated during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was seen to be kinked/bent. The main coil was not returned but it was found to be stuck into the catheter under the associated complaint. The main coil was seen to be detached/separated. The main coil was seen to be kinked/bent and stretched. The coil introducer sheath was not returned. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿coil in catheter friction¿ could not be replicated during device analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was friction felt while advancing the coil within the microcatheter. The device was analysed. The main coil was found to be detached/separated from the coil delivery wire and not returned, main coil was later retrieved from returned microcatheter (under the associated complaint) and analysed it was found to be stretched and kinked/bent. The coil delivery was found to be kinked/bent. An assignable cause of procedural factors was assigned to the reported defect ''coil in catheter friction'' and analysed defects " main coil stretched'', ¿main coil kinked/bent¿, ¿main coil prematurely detached/separated during use¿. As this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage was assigned to the analysed defect "coil delivery wire kinked/bent" as the defect appears to be associated with handling of the product or portion of the product during the procedure.